Event description:
During an infusion air was noted in the tubing to the pt. There was no resultant pt complication.

Manufacturer narrative:
The pump and the set were returned for evaluation. The set was examined under high magnification. The tubing was found to have a horizontal cut in the tubing approx 20 inches below the drip chamber. The pump mechanism was examined under magnification and no shar edges were noted and the mechanism was found to be consistent with an original manufactured mechanism. There were no defects noted on the pincher that would have contributed to this type of damage of the set. The tubing appeared to have been pinched between two hard surfaces. The exact cause is unk. Since the air was drawn into the set after priming, the hole is not believed to have been due to a manufacturing defect. It is possible that the tubing was subjected to a single over stressed event during which the tubing was stretched over the edge of the pinch off mechanism to the point of failure.